Event description:
Additional information received from the initial reporter confirmed the defect was found during inspection for use. The same equipment was used for the procedure and the device was inspected prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5. The information included in b5 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon was confirmed however a probable cause could not be determined. The event can be detected/prevented by following the instructions for use which state: "do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not touch the electrical contacts inside the videoscope cable connector. Ccd damage may result. Do not touch the electrical contacts of the ultrasonic connector. Poor contact may result. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Turn the video system center on only when the videoscope cable is connected to both the video system center and the videoscope cable connector on the endoscope. In particular, confirm that the video system center is off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the charged coupled device (ccd). The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope had surface damage. The device was returned for evaluation. During the device evaluation, peeling of the ultrasonic probe surface was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found peeling of the ultrasonic probe surface, ultrasonic sound line was missing, there was scope connector corrosion, the scope connector was loose, the objective lens adhesive peeled off, there was a c-phone tie stain, the rubber adhesive part for curved lens floated, the curved rubber adhesive part cracked, there was a scratch on the universal cord control unit side, and a scratch on the objective lens. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.